Event description:
The nurse in charge reported that the doctor was performing a newborn delivery and while wearing a barrier brand ultra protection surgical gown pc 0579, the doctor's scrub top, t-shirt and pant bottom became wet from the fluids of the procedure. No bloodborn pathogen exposure was reported.